Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer decided to trade-in the system. The customer has scrapped the thermogard system in this complaint. Therefore, service was not required to be performed by zoll.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4) made a loud (bang) noise and powered off entirely. The fuses were checked, and no issues were noted. No further information was provided. Patient use information was requested, but no additional information was provided.